Manufacturer narrative:
It was reported that a female patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade. In the initial, the manufacturing record evaluation was omitted in error. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade. During the mapping phase of the procedure, cardiac tamponade was discovered. An unknown emergency procedure was performed to stop the bleeding. Pericardiocentesis was performed at the end of the procedure. Patient outcome was fully recovered. There was no evidence of a steam pop. Transseptal puncture was performed with brk xs transseptal needle. Irrigated catheter flow settings were set at: <30w=17ml and >30w=30ml. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.